Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is fluid inside the insulin pump due to falling in the swimming pool. Customer also states that there is a battery out limit. The blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to verify battery out limit alarms due to unresponsive buttons. No traces of moisture were found at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at battery tube threads, broken case at belt clip slot and minor scratched lcd window.